Event description:
It was reported that this right atrial (ra) lead serial number (B)(4) was an attempted implant due to oversensing, placement difficulty, low amplitude measurements and helix extension issues. During the procedure, this ra lead was repositioned due to experiencing tortuosity of the superior vena cava and exhibiting small intrinsic amplitude. Eventually the helix would no longer deploy while in-situ. The lead was removed from the patient and the helix mechanism was able to be deployed on the table. This ra lead was then replaced and the same issues occurred with the second ra lead serial number (B)(4). The second ra lead was then removed. Subsequently, a longer sheath was used with the third ra lead and the lead was successfully implanted with stable measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to oversensing, placement difficulty, low amplitude measurements and helix extension issues. During the procedure, this ra lead was repositioned due to experiencing tortuosity of the superior vena cava and exhibiting small intrinsic amplitude. Eventually the helix would no longer deploy while in-situ. The lead was removed from the patient and the helix mechanism was able to be deployed on the table. This ra lead was then replaced and the same issues occurred with the second ra lead. The second ra lead was then removed. Subsequently, a longer sheath was used with the third ra lead and the lead was successfully implanted with stable measurements. No adverse patient effects were reported.